Event description:
It was reported that the patient had the leads for urinary control but had a rechargeable spinal cord stimulator (scs) neurostimulator. It was noted that the patient had the device for retention and pelvic pain. The patient¿s implanting health care provider (hcp) didn¿t want to replace it with the rechargeable system and wanted to remove one of the leads. It was reported that the patient saw another hcp and they suggested putting in 2 neurostimulators however, the patient didn¿t want any more incisions. The patient was in a car wreck on 2013 (B)(6) and since then they thought they had been having more trouble urinating, had tests, and their hcp said the bladder was empty however, the patient didn¿t drink much beforehand. It was noted that it took the patient a long time to urinate and had to stop and go. The patient had pain at the lead site and some shocking using the right lead so they had to turn the stimulation down. It was reported that the pain was in the low back at the lead site when they lied down. The patient had had x-rays and was told that the right lead needed to be replaced and had a CT-scan and was told by the technician that both leads needed to be replaced.

Manufacturer narrative:
Product ID 3093-28, lot# v962975, implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v962975, implanted: 2012 (B)(6); product type lead product ID 3708320 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4). Device was used for an off label indication. The indication the device was used for was urinary control.